Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were identified. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection was performed, the unit arrived in two pieces: one piece contained the hub and roughly 0.75 inches of the catheter shaft and the other piece contained the rest of the received catheter shaft. The ends of the catheter shaft pieces are elongated and kinked, consistent with the catheter undergoing some tension. No root cause was able to be confirmed. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges during use, the 0.018 guidewire was trapped within the catheter, preventing any advancement or removal of the guidewire. While attempting to remove the guidewire, it broke into several pieces. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.